Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coil was not successfully placed in the right-sided fallopian tube/occlusion not on the right sided fallopian tube". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 12 days after insertion of essure, the patient experienced menstruation irregular ("irregular menstruation"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). On (B)(6) 2014, she underwent novasure endometrial ablation and thermachoice balloon ablation and essure was removed on (B)(6) 2014 with a total abdominal hysterectomy and bilateral salipingectomy. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menstruation irregular and dysmenorrhoea outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: she underwent the essure procedure under IV sedation with paracervical block. On (B)(6) 2014, she underwent a hysteroscopy with dilation and curettage. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed occlusion in the left-sided fallopian tube, but not on the right sided fallopian tube. On (B)(6) 2013, hysterosalpingogram revealed occlusion in the left-sided fallopian tube, but not on the right sided fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.